Event description:
It was reported that pt stated he has used this catheter for years but his last few orders have been troublesome, he irrigates his foleys, he stated that he had to use all 3 from his last order already because after a week they stopped working, they don't flush causing him to change, he ended up buying some off the internet which are working for him, went over discription he bought a silicone coated foley. I explained that we do have different foleys if he wld like to change it in his order, just informed if code changes we wld have to contact the dr to provide new cmn and cn. He asked for a sample informed unfortly we dont sample foleys but that he can purchase if he'd like, went over abn needed, he wanted to change order sent email for a cs call bck. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.